Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the unit would not deliver energy. There was no power and no heat. A new kit was used to complete the procedure. There were no pt effects. The product was discarded.

Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation. A lot history record review was performed on the reported lot number. There are no non-conformities that could have contributed to the reported failure mode. Internal file number - (B)(4).